Event description:
A pharmacist reported to baxter (B)(4) of a vented paclitaxel set in which the "set presented a blockage after the filter." The event occurred while priming the set with saline. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. The sample arrived in its original pouch. Visual inspection was performed and no defects were observed. A functional test was performed. The sample was gravity tested for flow and the liquid flowed correctly through the millipore filter and through the tubing. The reported condition was not confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.